Event description:
On (B)(6) 2026, (B)(6) became aware this 47-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >1000 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime. However, on (B)(6) 2026 the patient contacted the pdrn regarding worsening abdominal pain and the patient was sent to the emergency room (ER). The patient was assessed in the ER, and it was discovered the patient¿s pd catheter (not a (B)(6) product) lumen had a hole in it and required replacement. The peritoneal effluent fluid culture results were negative for growth, however given the circumstances, the nephrologist ordered the patient to continue receiving both antibiotics. The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2026. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the hole discovered in the pd catheter. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).